Event description:
It was reported the lead was fractured and was replaced. No patient complications have been reported as a result of this event. Additional information from review of device data (std) showed the pacing impedance jumped to 2900 ohms two weeks prior to replacement. It continued to flucuate between 500 and 3000 ohms, while the hv impedances remained stable. The patient received multiple shocks due to oversensing on the day of replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance was observed.